Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the laparoscopic cholecystectomy using the subject device at the user facility, it was found that the power of the subject device was turned off. The user facility replaced the subject device to a similar device to complete the procedure. There was no report of patient injury associated with this event.